Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. Correction being made to other value in g2 this supplemental report is being submitted to provide this information. Please see the updates in sections: e1, e2, e3, g2, g3, g6, h2, h4, h6, and h10. Patient information is unavailable. The doctor always uses settings at cut and seal:1, seal:3. There was no cable damage. The doctor has been using the thunderbeat device for the past 10 years, using about 20 devices a month. The doctor and his theatre staff are fully trained on usage of the device. No other information of the procedure, device, or device failure is available. The device history record review confirmed that the device lot had no anomaly in inspection. Device evaluation confirmed that the probe was broken. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The tissue pad in the grasping section was worn away. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. 1. The distal end of the tissue pad was worn away because seal & cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Seal & cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke with added load. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
The device was returned as the surgeon, experienced in the use of the device, found the device to be faulty during an unknown procedure. The surgeon opened a new device to complete the procedure. There is no reported harm or adverse impact to the patient. Upon inspection and testing of the returned device, it was observed that the device probe was broken off 11 mm from the distal end of the device. The broken piece of the probe was not returned. The teflon pad is deformed and unevenly worn with missing pieces exposing metal. This medwatch is being submitted to capture the reportable malfunction of the broken probe and the teflon pad missing pieces exposing metal.

Manufacturer narrative:
Additional information, including initial reporter information, is not yet available. The device is returned and an evaluation completed for it. Upon inspection and testing, the device probe was found to be broken off at 11 mm from the distal end of the device. The broken piece of the probe tip was not returned. The teflon pad is deformed and unevenly worn with missing pieces exposing metal. Additionally, the h electrode had a contact mark. The coating of the jaw was scratched and peeling. It is likely the probe break occurred by the following mechanism: when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe broke when some load was added. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section may have come off when dirt such as burn was scraped off with something hard. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.